Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) was observed on the implantable cardioverter defibrillator (ICD). Myopotential oversensing was suspected. Isometric testing and programming changes were recommended. There were no patient consequences.